Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure the faradrive steerable sheath was intended to use, when it was removed from the box and the sterilized bag was opened, the other side of the opening was not sealed, and the sheath itself was exposed to the outside. Since the package had no opening, it was opened without anyone touching it. There were no signs of sealing, it was believed that it was not sealed from the beginning. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device was recently received and is still awaiting analysis. In the meantime, images of the issue had been provided by the field. Based on the photographs investigators were able to confirm the allegation that the packaging did not have a seal. The cause was determined to be a manufacturing deficiency as there was a lack of sealing adhesive on the packaging.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure the faradrive steerable sheath (clear) - us was intended to use, when it was removed from the box and the sterilized bag was opened, the other side of the opening was not sealed, and the sheath itself was exposed to the outside. Since the package had no opening, it was opened without anyone touching it. There were no signs of sealing, it was believed that it was not sealed from the beginning. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received for analysis.

Manufacturer narrative:
Initially, images of the issue had been provided by the field. Based on the photographs investigators were able to confirm the allegation that the packaging did not have a seal. The cause was determined to be a manufacturing deficiency as there was a lack of sealing adhesive on the packaging. Further analysis of the returned device confirmed the lack of seal findings. It was confirmed that some of the seal in the bottom of the packaging was missing which is an error that would have occurred during manufacturing.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure the faradrive steerable sheath (clear) - us was intended to use, when it was removed from the box and the sterilized bag was opened, the other side of the opening was not sealed, and the sheath itself was exposed to the outside. Since the package had no opening, it was opened without anyone touching it. There were no signs of sealing, it was believed that it was not sealed from the beginning. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received for analysis.